Event description:
It was reported that the patient was admitted on (B)(6) 2019 for a driveline infection. It was reported that the patient had a cx (complaint of ) mssa (methicillin-susceptible staphylococcus aureus). It was reported that on (B)(6) 2019 patient was started on bactrim then on (B)(6) 2019; transitioned to vanco and zosyn, then switched to ceftriaxone and rifampin on (B)(6) 2019. On the day of discharge, doxycycline for 14 days, and follow-up. On (B)(6) 2019: end-stage cardiomyopathy, lvad in place, lvad driveline infection with abscess status post incision and debridement on (B)(6) 2019 patient was evaluated CT surgery. Patient underwent incision and debridement on (B)(6) 2019. Patient was also evaluated by infectious disease (ID). Overall recommendations was for the patient to continue with ceftriaxone and rifampin ending on (B)(6) 2019. Patient had a PICC (peripherally inserted central catheter) line in place. Antibiotics correlated by care manager to be resumed and continued as recommended by infectious disease and CT surgery. Patient was to continue with routine and recommended dressing changes. Patient was otherwise stable and appropriate services had been coordinated outpatient by care manager services. Upon completion of antibiotics, the patient would resume chronic antibiotic suppression therapy with dicloxacillin. Driveline debridement in (B)(6) 2019 and (B)(6) 2020 by two different physicians. Patient has been on suppressive antibiotic therapy, dicloxacillin. On (B)(6) 2020 the patient underwent redo sternotomy lvad exchange. On (B)(6) 2020 debridement with wound vac. On (B)(6) 2020 continued antibiotic regimen of cefazolin 2g IV (intravenous) every 8 hours. Vad team follow-up with ID on (B)(6) 2020.

Manufacturer narrative:
Section b5: additional information. May 2019 admission report in MFR# 2916596-2020-04784. September 2019 admission reported in MFR# 2916596-2020-04653. June 2020 admission reported in MFR#2916596-2020-02955.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for a driveline infection. It was reported that the patient had a driveline culture for (B)(6).